Event description:
Follow-up identified the patient's ipg was explanted and replaced on (B)(6) 2018. Stimulation was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg for several months. As such, the ipg was inoperable. Surgical intervention will be undertaken to address the issue.